Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: may 12, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon experienced a mechanical clicking sound when trying to engage the locking mechanism inside the trochanteric fixation nail-advanced (tfna). Continued turning resulted in the 5mm hex flexible screwdriver breaking. During the cephalomedullary nailing open reduction internal fixation (orif) of the right hip, the patient's leg was both adducted and abducted to gain access to the opening of the insertion handle. The 5mm hex flexible screwdriver was inserted and made a clicking sound when rotated. It was noted that the screwdriver was not in alignment with the locking mechanism so the leg was moved further in adduction. The clicking sound continued and the screwdriver kept spinning till breakage. The breakage of the screwdriver did not generate fragments. Screwdriver broke at junction between the etching and the handle. It was a clean break and was outside of the wound. The surgeon noted that there was not a lot of resistance on the screwdriver. The screwdriver shaft was removed with vice grips and a mallet. The torque limiting attachment, 5mm hex screwdriver shaft and the t-handle were then used to completely engage the locking mechanism, turning two complete rotations until the click of the torque limiter. The event resulted in a two minute surgical delay. The procedure was completed successfully. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received in two pieces. The shaft of the driver is fractured into two parts. The fracture line starts at the handle end of the laser cut pattern and extends toward the tip and across the pattern to the next layer of the helical cut. The fracture pattern observed in the returned part could have been caused by torsional failure (excessive torqueing). When this flexible screw driver fails in torsion, this fracture pattern is sometimes observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by overtorquing of the device. It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.